Manufacturer narrative:
Olympus followed-up with the user facility to obtain add'l info regarding this report. The user facility reported that the reported phenomenon occurred during a therapeutic roller ball ablation procedure where the intended procedure was completed with a different instrumentation set. The fire reportedly occurred half way through the procedure where the procedure reportedly was delayed for approx 15 minutes while the users were awaiting for replacement. The user facility further reported that the pt was not bleeding at the time of the incident nor was the reported phenomenon caused any delay in providing treatment to the pt. There was reportedly no sparking or arcing noted while the referenced device was connected to the working element as the reported phenomenon reportedly was a sudden onset. The device referenced in this report was returned to olympus fore eval. The eval confirmed the user's report. The referenced device was returned broken in half. The cable was detached at the working element connector protector boot connection section. Charred stain was noted on most of the signal wires and on the cable sheath detached section.

Event description:
Olympus was informed that the referenced device caught on fire reportedly was localized to the connection where the referenced device was connected to the working element. The fire reportedly was extinguished immediately as the referenced device was burnt in half. There was no injury to the pt and to the users.